Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The device was received for investigation. Visual inspection of the inner sleeve showed half the circumference of the minor diameter of the 1st-2nd thread was fractured through to the inner diameter, and pulled slightly away, leaving a gap. All dimensions measured were within specifications. Manufacturing evaluation revealed that the threads were within specifications. The location of the fracture indicated that the sleeve became loose during screw insertion, which could have contributed to the breakage. The exact root cause was indeterminate. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Prior to a transforaminal lumbar interbody fusion (tlif) procedure at l4-l5 with matrix mis screw fixation, the tip of the holding sleeve broke. The device was not used in the procedure. Another holding sleeve was used.